Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-03132. It was reported implant recapture difficulties and a perforation occurred which caused a pericardial effusion with tamponade. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman &#59404;laa closure device & delivery system (wds) was advanced though a watchman access system (was) and deployed. It was too proximal, so it required a full recapture. During recapture, the physician experienced difficulty pulling the closure device and wds back into the was as the feet were getting caught. The physician was able to get more of the closure device into the was; however, the was jumped forward and perforated the laa. A second wds was opened as they were planning to implant a second closure device, but the patient became unstable. The perforation caused a pericardial effusion with tamponade. The procedure was aborted and the patient was sent to surgery to close the laa. The patient recovered well from the surgery.